Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely calcified mid circumflex (cx) artery. A 2.25 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. The physician attempted to deliver the device down to two sharp 90 degree angle from the left main to the lesion, however, the device was unable to deploy. Upon removal of the device, it was noted that the stent shaft has a break. A non-bsc guide extension catheter was used and another of the same device was delivered to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. A visual and tactile examination found multiple minor kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink at the exchange port site. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. As part of the analysis, an attempt was made to deploy the stent. The device was soaked in a water-bath to soften any hardened medium and the balloon was inflated with no issues. The balloon deflated within 11 seconds which was within balloon deflation time specification. No other issues were identified during the product analysis. A review of the manufacturing process was carried out as part of the analysis and no anomalies were noted. There is no evidence that the device failed to meet specification prior to shipping. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely calcified mid circumflex (cx) artery. A 2.25 x 8 synergy¿ drug-eluting stent was advanced to treat the lesion. The physician attempted to deliver the device down to two sharp 90 degree angle from the left main to the lesion, however, the device was unable to deploy. Upon removal of the device, it was noted that the stent shaft has a break. A non-bsc guide extension catheter was used and another of the same device was delivered to complete the procedure. No patient complications were reported and the patient's status was stable.